Manufacturer narrative:
Per good faith effort (gfe) response received on 13nov2024, the biomedical engineer (bme) stated that it is unknown if there was patient involvement at the time the issue was discovered. The device was swapped out for another ventilator, but there was no reported delay in therapy. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the back arrow was not working, and the touch was off in the middle of the touchscreen. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the back arrow was not working, and the touch was off in the middle of the touchscreen. The biomedical engineer (bme) tested the device and discovered that the acknowledge/checkmark button seemed to be working. The bme also found that the touch appeared to be off on the touchscreen where the back arrow is used to adjust patient settings. The bme performed touchscreen diagnostics and confirmed that the touch was off in the middle of the touchscreen. After calibrating the touchscreen and performing touchscreen diagnostic again, the bme verified that the touchscreen seemed to be working without any issues, and the back arrow was also functioning as intended. The device passed the required performance verification tests per philips standard and was returned to service. Additional case information regarding patient/device use is still pending. The investigation is ongoing.